Event description:
It was reported the pt requested the ipg be explanted due to discomfort due to implant location. The ipg was operating as expected. The physician implanted a smaller rechargeable in a different location. The device will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.